Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the fluid being administered through the hub has a tendency to leak where the hub connects to the angiocatheter as well as "hang up" in the hub. Therefore, the calculations on the scans in both pet and nuclear medicine can be incorrect. There was no report of patient harm.